Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-l5 oblique lumbar interbody fusion due to degenerative scoliosis. Intra-op, the cage broke. The surgeon inserted the cage and then removed the inserter. Then, while hammering the cage, a small posterior part of the cage broke-off. The broken part of the cage was removed from the patient's body while most of the cage remained inside the patient in a normal position. It is unknown if there were any patient complications or not. The small piece of the cage that broke-off was discarded in the facility.